Event description:
It was reported by the customer that a pyxis medstation es system had a drawer not detected on bus. The customer mentioned that the malfunction occurred when tried to issue medication to patient and they use nearby station to retrieve medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer not detected on bus. A field service engineer assisted the customer in retrieving all pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.